Manufacturer narrative:
Device is used for treatment. Our investigation has shown the threaded tip is broken off. Further investigation showed conformity if the article in question to the specifications. No apparent fault of material or manufacturing was detected.

Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: patient had a femoral trochanteric fracture: during the procedure, surgeon was inserting the dhs blade with insertion handle and connecting screw when the insertion handle came off the blade. Surgeon found the threaded portion of the connecting screw tip was broken with the threaded portion had still remained inside the dhs blade. No further information available.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.